Manufacturer narrative:
Insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked case reservoir tube window corner, and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that the top of the reservoir housing was cracked and glued together. Customer's blood glucose level was 173 mg/dl. A piece fell off the insulin pump, the top of the reservoir housing. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.